Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer where it was reported the device leaks at the luer port where the stopcock is located. The nurse had to replace the system. The event occurred during patient use, there was a delay in therapy of about 30 minutes because the sedation did not go all through. The therapy was not successful. The patient did not receive the intended dose for 30 minutes, the patient was less sedated and less suited to the ventilator.

Manufacturer narrative:
One used list# 011-h3424, 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer was returned for evaluation. As received, sedative solution residuals were observed inside the sample. A crack on the female luer was observed. No mating device was returned for evaluation. The returned set was tested and a leak from a crack on the female luer was observed. Complaint of a leak is confirmed, probable cause of the crack is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.